Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a chest cold, unrelated to the device or therapy and they were given steroid pills. About two days after being on the steroid pills, they noticed "the strangest symptoms" and they were throwing up. They went to the hospital and had to "control" the nausea. They let the patient go and 5 minutes later they returned, they let the patient go again and the next day they returned and was also let go. The fourth time they went, they were finally admitted. They received a liquid diet and then began eating solid foods, the day prior to the report. The patient's steroid dosage was lowered from 60mg to 10mg and the issue seemed to be resolving with the lower dosage. It was suggested that the patient follow up with their hcp to discuss medications. No further complications were reported/anticipated.